Event description:
It was reported that the user experienced continuous glucose monitor signal loss while attempting to use a dexcom g7 continuous glucose monitor (cgm) with the ilet bionic pancreas system, and support assisted by toggling the cgm settings to repair the connection; the g7 sensor was pairing at the end of the interaction. Symptoms included loss of glucose data transmission with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability with no health impact. User support included troubleshooting and education regarding cgm pairing and device communication. Investigation of this case revealed a communication issue between the cgm and the ilet responsible for signal loss, with functionality restored through device setting changes and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with cgm connectivity behavior.